Event description:
The customer reported that the system displayed an error and was unable to perform fluoroscopy x-ray. There is no report of pt injury or death.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The ups (uninterrupted power supply) and the cine bridge were replaced. The system was tested and found to be working as intended and put back into service.